Manufacturer narrative:
The investigation concluded that higher than expected results were obtained from a single non-vitros biorad qc fluid, using vitros amon slide lot 1018-0253-4522 on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The customer was not following the recommended maintenance protocols for incubator cleaning and the customer uses ammonia-based cleaners near the analyzer. Although the customer did not process a precision test prior to changing the evaporation caps, acceptable performance was achieved once the customer changed the evaporation caps and performed a calibration using the new caps. New evaporation caps and calibration following this maintenance has resolved the issue. The customer has reported no further issues to ortho. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros amon reagent lot 1018-0253-4522.

Event description:
An ortho clinical diagnostics (ortho) technical specialist contacted the technical solutions center (tsc) to report imprecise results obtained from one level of non-vitros biorad quality control fluids using vitros chemistry products ammonia (amon) slides on a vitros 5600 integrated system. Biorad l2 lot 52480 results of 98.19, 100.65, 100.27, 102.93, 99.62, 100.23, 100.77, 99.17, 98.36, 100.19, 97.61, 98.44, 100.64, 100.36, 100.68, 104.03, 100.08, 104.08, 102.00, 98.75, 98.65, 100.36, 97.25, 98.14, 97.51, 98.93, 101.06, 100.18, 98.98, 101.08, 100.09, 103.30, 96.86, 97.13, and 128.44 umol/l vs. The expected result of 77.0 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results occurred on biorad l2 qc fluid only. No patient samples were being run on this analyzer, and there was no allegation of patient harm. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. (B)(4).